Manufacturer narrative:
D2b.corrected from sba to qhj.

Manufacturer narrative:
The user reported going to the ER due to pain and bleeding at the sensor site, which occurred on (B)(6) 2025; according to the user, the incision had reopened with blood discharge, and they felt as though the sensor was coming out of their arm on its own, prompting the ER visit, although at the time of the call the user was feeling okay. The event was not related to sensor insertion or removal but was related to the eversense system. The user did not receive treatment at the hospital and was not prescribed any medication. The user's hcp is aware of the event, and the user was advised to continue following up with the hcp for further medical guidance. Per dms, the user has not been using the system since (B)(6) 2024 at 8:53 am due to the sensor reaching end of life.

Event description:
Senseonics was made aware of an incident where user reported going to the ER due to pain and bleeding at the sensor site, which occurred on (B)(6) 2025; according to the user, the incision had reopened with blood discharge, and they felt as though the sensor was coming out of their arm on its own, prompting the ER visit, although at the time of the call the user was feeling okay. The event was not related to sensor insertion or removal but was related to the eversense system. The user did not receive treatment at the hospital and was not prescribed any medication. The user's hcp was aware of the event, and the user was advised to continue following up with the hcp for further medical guidance. Per dms, the user has not been using the system since (B)(6) 2024 at 8:53 am due to the sensor reaching end of life.